Event description:
During a tlh surgical procedure, the surgeon observed that the pt required re-touch up throughout the case. Noticed that the jaws did not seem to close evenly, lower jaw appeared to be downward straight out of the package. Surgeon used the device for the entire case to finish the procedure without any harm to the pt.

Manufacturer narrative:
At this time gyrus (B)(4) is unable to determine the exact cause of the customer's complaint of requiring numerous touch up on bleeders through out the case. Analysis of the device has observed that the jaws not closing completely. An on-going investigation into this complaint mode is in progress with team members of the value stream and design engineering. We will continue to monitor for further occurrences.